Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a f/u medwatch will be filed. (B)(4).

Event description:
It was initially reported by a consumer that she read on the internet "of a woman who grew a blister on her eye and permanent damage to her vision." No further info was provided; therefore, no f/u can be performed. This event is being reported due to the lack of info received regarding the consumer's treatment and event resolution.